Event description:
It was reported that two blade tips would not rotate. There was no patient impact. Device analysis found that the tip broke off of one of the two blades, causing a potential device fragment situation.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that for sample a , the inner shaft was broke 0.566¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. Analysis of sample b found the middle tube tip detached which would have resulted in the reported malfunction; the tip measured 0.465¿. A portion of the dovetail spiral wrap became detached; it measured 0.075¿. When viewed under magnification, there was gouging just proximal to the inner teeth. There was gouging of the inner shaft 0.56¿ from the distal face of the inner hub. There was deformation of the locking area on the front hub and the gouging around the outside diameter of the inner shaft indicates metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together; which caused the gouging. The excess pressure likely contributed to the spiral wrap damage and the device fragmentation. Method: microscopic inspection. Results: fracture problem.